Event description:
(B)(4) received a call on (B)(6) 2015 reporting what could be a possible medical intervention that occurred around 4 days prior to (B)(6) 2015. Patient called in stating that she was consistenly getting "hi" readings with the prodigy meter. Patient stated she was feeling sick and dizzy which prompted her to go to the hospital. Patient stated that when she arrived at the hospital she still had a high reading of 500mg/dl. (B)(4) reviewed the call and no additional information could be captured other than that which was already given by patient. (B)(4) attempted to contact patient by phone but patient's number was no longer in service. No suspect device could be retreived. (B)(4) sent request to manufacturer for internal record review for suspect device.

Event description:
This is a supplemental report to initial report 3008789114-2016-00012-1 to submit the manufacturers investigatio results of the suspect device. The complaint product was not returned. (B)(4) requested an internal record review for the product involved in the medical intervention. (B)(4).